Event description:
It was reported that the customer experienced an elevated blood glucose (BG) level of 577 mg/dL. Cause was not known. A manual injection was delivered to address BG. Recommendation was made to consult with a healthcare provider regarding diabetes management.

Manufacturer narrative:
In use at the time of the event: CGM model: Unknown. Mobile OS: Unknown.